Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) for evaluation. Visual examination revealed the guide wire had one kink and two minor bends at the distal end. The distal weld was present. Visual inspection of the introducer needle could not be performed as the needle was not returned by the customer. The kink in the swg measured 443 mm from the proximal end. The overall length of the swg was measured to be 451 mm which is within specifications of 437.5-462.5 mm per wire guide product drawing. The outer diameter was measured to be 0.01775" which is within specifications of 0.0160-0.0185" per wire guide product drawing. The undamaged portion of the swg was advanced through a lab inventory 21 ga introducer needle. The swg passed through with minimal resistance. A manual tug test confirmed that the distal weld was intact. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in removing guidewire. If withdrawal cannot be easily accomplished, a visual image should be obtained and further consultation requested." The report of a kinked guide wire was confirmed through examination of the returned sample. The guide wire contained one kink and two minor bends at the distal end. The guide wire met all functional and dimensional requirements during investigation testing. A device history record review was performed and no relevant findings were found. However, the introducer needle was not returned by the customer, therefore, the probable root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the inserting clinician met resistance when advancing the spring wire guide through the introducer needle. The clinician removed the needle, when attempting to pull the wire the clinician was unable to retract it from the skin completely. The clinician waited a minute and then was able to slowly pull against the resistance and the wire popped out. It came out with a 90-degree bend. The clinician was able to re-access and the line was placed without issue.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports: the inserting clinician met resistance when advancing the spring wire guide through the introducer needle. The clinician removed the needle, when attempting to pull the wire the clinician was unable to retract it from the skin completely. The clinician waited a minute and then was able to slowly pull against the resistance and the wire popped out. It came out with a 90-degree bend. The clinician was able to re-access and the line was placed without issue.